Event description:
The facility representative reported an infuso.r. Pump with a condition of physical damage due to dropped." It is unknown when the event occurred; however, it was identified in the "operating room" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of physical damage due to being dropped involving an infuso.r. Pump was confirmed but not reproduced during device evaluation. The assignable cause was not identified. Due to estimate refusal by the customer, no repairs were made to fix the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. If additional information is received, a follow-up medwatch will be submitted.